Event description:
Reporter stated she had had just rec'd her replacement meter and , while testing her blood glucose got the er1 message. It was then discovered that the reporter had inserted the test strip improperly. A control solution test was done on a new test strip with a result of 110 mg/dl, range 85-128. Reporter retested her own blood glucose again with a result of 304 mg/dl. Reporter stated her blood glucose usually ran between "300-500". Reporter then stated she was to call her physician and reporter her blood glucose result "this morning".